Event description:
It is reported that after broaching the implant was inserted and sat proud. The canal was re-broached and the implant was inserted and again sat proud.

Manufacturer narrative:
This report will be amended when our investigation is complete.